Manufacturer narrative:
(B)(4).

Event description:
It was reported that numerous inappropriate auto-mode switch episodes due to far r-wave oversensing were observed. Programming changes were recommended.